Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Discarded.

Event description:
It was reported that patient underwent a knee revision procedure approximately nineteen (19) years post-implantation due to femoral loosening. During the procedure, the tibial bearing and femoral component were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Date implanted - 1997.event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. Product remains implanted

Event description:
It was reported patient underwent a total knee arthroplasty on an unknown date in 1997. Subsequently, a revision procedure as been indicated due to an unknown reason; however, no revision procedure has been reported to date.